Event description:
Event description cpi received information on this sweet tip bipolar lead (4269) that it had dislodged, causing poor pacing thresholds. It was removed from service, and replaced with a medtronic lead.